Event description:
It was alleged that the bed exit failed to alarm and the patient fell and hit their head. The fall resulted in an abrasion and a small right scalp hematoma.

Manufacturer narrative:
B5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was alleged that the bed exit failed to alarm and the patient fell and hit their head.